Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photograph confirmed evidence of corrosion within the pump cable inline connector that could have resulted in the driveline communication fault alarms observed in the submitted log files. A specific cause for the observed evidence of corrosion could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported driveline power fault alarms as well as a driveline disconnection event occurring on (B)(6) 2025; however, a specific cause for these findings could not be conclusively determined through this evaluation. The submitted photograph captured the pump cable inline connector disconnected from the modular cable, consistent with the reported modular cable exchange. Evidence of corrosion appeared to be present around the pin sockets of the pump cable inline connector. The submitted system controller event and periodic log files contained events and data captured between 17sep2025 and 16nov2025, per the timestamps. A driveline communication fault alarm was captured on 30oct2025. This alarm appeared to be manually cleared on the same day, consistent with the reported event. Several hours later, a data line capturing a driveline power fault was observed. Data lines recorded through 12nov2025 also captured a driveline power fault alarm. On 12nov2025, the driveline was disconnected and reconnected two separate times, consistent with the reported inline connector cleaning. No further driveline power fault alarms were observed following the second driveline reconnection until 16nov2025 when the alarm returned. It appeared that the driveline was briefly disconnected and reconnected shortly after the alarm returned. Following the final driveline reconnection, the driveline power fault alarm returned again and was captured throughout the remaining events. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 6 of the IFU, ¿patient care and management¿, contains information regarding how to clean and care for the driveline. This section instructs the user to "check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage." This section also instructs the user to ¿keep the driveline clean. Wipe off any dirt or grime that may appear. If necessary, use a towel with soap and warm water to gently clean the driveline. However, never submerge the driveline or other system components in water or liquid.¿ chapter 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including driveline communication fault, driveline power fault, and driveline disconnected alarms. These documents also provide information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The reason for the driveline disconnects that occurred on (B)(6) 2026 was unclear. No further troubleshooting was performed. The patient was upgraded on the united network for organ sharing (unos) list and transplanted on (B)(6) 2026 due to ongoing vad alarms that continued despite troubleshooting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient had the alarm in the past, and it was resolved with the patient disconnecting and reconnecting their driveline on their own. It was also noted that this had occurred twice in the last year and the patient¿s modular cable and controller were replaced last (B)(6). The modular cable was exchanged on (B)(6) 2025. Technical services was onsite on (B)(6) 2025 to clean the inline connector. The patient was supported with inotropes prior to cleaning due to an ejection fraction of 10% per echocardiogram. It was also noted that the patient was having driveline power faults when interrogated prior to the cleaning procedure. The patient tolerated all three pump stops well to thoroughly clean the surface and pin sockets. No further comm or power faults noted post cleaning. On (B)(6) 2025, the customer sent log files review after the modular cable cleaning. The log file showed that after the two pump stops, the driveline faults had not returned. The data that triggered the driveline power faults had not returned to normal ranges however, so given time the driveline power fault would likely return. On 16nov2025 log files were again sent for review. After the cleaning of the inside of the modular cable for corrosion, the patient reported having more driveline fault alarms staring on (B)(6) 2025. The alarm was placed on silence. The event log captured driveline power faults starting 16nov2025 at1006 and then at1007 low flow/driveline disconnect/pump off events for around 3 seconds. The patient reconnected and then driveline power faults continued for the remainder of the log. Per technical services, the modular cable was not exchanged during the previous cleaning as the pins looked clean, and they felt it was not necessary. Technical services recommended to schedule another cleaning or to splice in a new connector.

Event description:
It was reported that the patient had a driveline fault alarm. The alarm was cleared in the clinic and was not able to be reproduced. The patient was being sent for x-rays. There were no obvious kinks or breaks seen. Log files were sent for review. The log file captured driveline comm fault alarms throughout the event history. There was a chance that there may be oxidation buildup within the modular connector. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended. The modular cable was exchanged. The connection on the patient side appeared to have oxidation, and another driveline fault alarm occurred. The pump was working right now. Technical services was to be onsite on 12nov2025 to clean the pump side connector to resolve the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.